Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for an implant on (B)(6) 2021. The left atrial disc deformed into a bulbous shape. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. Device was never release from the delivery cable. Device was exchanged with a 22mm amplatzer septal occluder that was implanted. Patient stable. No additional information was provided.

Manufacturer narrative:
The reported event of left atrial disc deformed bulbously could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.